Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, a photo was provided and used for evaluation. It was found that the washer has detached from the connector. It is possible that the device component may have loosened after repeated cleaning/sterilization/general handling over time; however, the device was not returned, so a formal evaluation is unable to be performed. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00067.

Event description:
It was reported that two connectors disassembled while being installed with the mating rods during surgery. The connectors were removed and replaced with alternative connectors. There were no reports of patient impacts associated with this event. This is report two of two for this event.